Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unassigned note that stated, alarms malfunction code e322. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.